Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 470 mg/dl. The customer was treated for high blood glucose with pump. The customer was offered to troubleshoot for high blood glucose. The customer stated she will wait a bit and see if blood glucose goes down. The customer will call back later to troubleshoot if needed. The customer is extreme thirsty and advised of 2 high blood glucose rule.